Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "no oxygen source" alarm error was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The patient was moved to another device for procedure, and therapy was delayed by 15 minutes. The customer called technical support to report that a "no oxygen source" alarm error was displayed. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a "no oxygen source" alarm error was displayed. Per good faith effort (gfe) response, the case has been canceled. Therefore, it is unknown what the outcome of the service event was, and no further information could be obtained. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.